Manufacturer narrative:
On 04/25/2017, a medela clinician spoke with (B)(6), rn, who indicated that the patient was at risk for maceration and when wound drainage was not being pulled through to the canister using the first liberty device, the patient was placed on a second liberty device. When wound drainage was not being pulled through to the canister using the second liberty device, the patient was removed from the liberty device all together. (B)(6) gave no indication of harm or injury to the patient, who was under constant clinical observation. When the medela clinician inquired about the device serial numbers, the customer refused to provide, stating "pick any serial number as all of the pumps have this issue." The customer refused to return the devices for evaluation. On 05/15/2017, medela received voluntary medwatch mw5069257, which was filed on 05/08/2017 and gave first indication as to harm and injury to the patient, whereby the patient experienced periwound maceration, which is an issue for this patient and places her at high risk for infection, cellulitis and amputation as fluid trapping can lead to increased bacterial counts at the site of the wound. This medwatch (1419937-2017-000152) is related to the first liberty device. Refer to medwatch 1419937-2017-000153 related to the second liberty device.

Event description:
On 04/25/2017, a healthcare professional alleged to customer service that the liberty negative pressure wound therapy device was not pulling fluid from a patient's wound into the canister; fluid was instead remaining in the tubing.